Event description:
Terumo medical received a user facility medwatch report #(B)(4). The event description states: "the user facility reported that the glidecath device involved was used for an endovascular intervention on the patient's aorta. When the device was pulled out, approximately 12 centimeters sheared off and was left inside the patient's aorta. The surgical team spent approximately 30 minutes removing the broken pieces and was able successfully removed them all. There were no significant complications, but the event could have been a catastrophe. The original intended procedures were an aortography, abdominal, by serialography with radiological supervision/interpretation and a thromboendarterectomy, patch graft in the common femoral artery." Additional information was received on 08 apr 2022: there was no blood loss noted.